Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The report was received via FDA's medwatch program. Ref maude report mw5077043. The instrument grasped the tissue, but would not coagulate. There was no patient harm.